Manufacturer narrative:
Analysis was performed on the returned device. The reported foot separation was confirmed. The reported needle to cuff miss could not be verified/ confirmed because the plunger, posterior needle tip, both cuffs, suture and link were not returned for analysis. The reported difficulty inserting the device into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a needle to cuff miss and foot separation may include, but are not limited to, (user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break, device may not function as intended. Needle deflection during plunger deployment due to interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to difficulty inserting the device may include, but are not limited to, the user wipes off coating prior to insertion, patient anatomy/tortuosity. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Hold for dn 11/7 it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a lower limbs arteriography and angioplasty interventional procedure with a 6f sheath. Reportedly the device was difficult to insert, then the threads did not unfold [cuff miss / suture-retrieval issue]. The device was removed and manual compression was used to achieve hemostasis. While holding manual compression, it was noted that the device only had one foot instead of two. Therefore, angiography with contrast and physical inspection of the anatomy were performed and revealed no signs of hypo perfusion. The physician confirmed that the missing foot was not in the patient or any place close to the patient. It was further reported that the missing foot did not break during insertion or deployment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.